Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump error 54 and pump error 3 found on (B)(6) 2021. Unit passed the self test and displacement test. No alarms occurred during testing the history download confirmed pump error 54 due to software error found on (B)(6) 2021 at 17:19 as well as a pump error 3 due to a software error found on (B)(6) 2021 at 17:19. No pump error 54 alarms noted during testing. However, the formatted history file confirmed pump error 54 alarm (line number 1421 file number 32122). Problem isolated to the electronic assembly as per global logic analysis (B)(4). Pump was cut open and no anomalies noted on the electronic/motor assemblies during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, scratched case and minor scratches on lcd window. In summary, customers alleged pump error 54 and pump error 3 was confirmed through the pump history download due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they received an alarm for the main arm cannot communicate with the motor arm and software error detected. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. The self test was passed by the insulin pump. No harm requiring medical intervention was reported. The customer will continue to use the device.